Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was a hepatic artery embolization intervention. There were no visible signs of device or package damage prior to use. The exoseal vcd was used in an interventional procedure, and the patient's bmi was not greater than 40. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. It is not certain if the physician had the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18341777 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event of ¿indicator window no change to indicator¿ cannot be evaluated. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was a hepatic artery embolization intervention. There were no visible signs of device or package damage prior to use. The exoseal vcd was used in an interventional procedure, and the patient's bmi was not greater than 40. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. It is not certain if the physician had the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. The device was not returned for evaluation as anticipated.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was a hepatic artery embolization intervention. There were no visible signs of device or package damage prior to use. The exoseal vcd was used in an interventional procedure, and the patient's bmi was not greater than 40. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. It is not certain if the physician had the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed because the unit was received already locked and fully deployed. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was performed on the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18341777 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed and no internal mechanism anomalies were noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.